Event description:
The patient was implanted with a left ventricular assist device. The patient was readmitted on (B)(6) 2014 for epistaxis and coagulopathy secondary to coumadin. As of (B)(6) 2014, the patient was doing well.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the patient's epistaxis could not be determined through this evaluation. It was communicated on 04/18/2014 that the patient was doing well. Vad-54090 was subsequently returned (reference MFR # 0002916596-2014-01602), and no device-related issues were identified. The patient remains ongoing and no additional complaints have been reported at this time. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.